Event description:
It was reported that the right ventricular (rv) lead exhibited low, out-of-range pace impedance measurements of less than 200 ohms and there had been a drop in intrinsic amplitude. An episode was also noted where a noise artifact was oversensed. The patient recently had a left ventricular assist device (lvad) placed which has caused a fine baseline noise that is not oversensed. Technical services (ts) was contacted, and ts discussed possible reasons for the current situation and made troubleshooting recommendations. The device and rv lead remain in service. No adverse patient effects were reported. Additional information was received indicating the rv lead was later explanted and replaced with a new rv lead. No additional adverse patient effects were reported. Additional information was received indicating lead noise oversensing resulting in inappropriate anti-tachycardia pacing (atp) resulted in the development of an arrhythmia that required four 41 joule shocks being delivered. Ts described the noise as being the result of the rv coil being near the right atrial (ra) lead, resulting in p-wave oversensing. A gradual decline of rv impedance was observed from 440 to 288 ohms. A chest x-ray confirmed the lead had not moved and noise was reproducible with arm movements. Device therapy was turned off. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited low, out-of-range pace impedance measurements of less than 200 ohms and there had been a drop in intrinsic amplitude. An episode was also noted where a noise artifact was oversensed. The patient recently had a left ventricular assist device (lvad) placed which has caused a fine baseline noise that is not oversensed. Technical services (ts) was contacted, and ts discussed possible reasons for the current situation and made troubleshooting recommendations. The device and rv lead remain in service. No adverse patient effects were reported.